Event description:
The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the facility historically does not return explanted products, which are discarded in pathology.

Event description:
It was reported that the patient's vns was at an intensified follow-up indicator, or ifi, condition despite being implanted only a year and a half. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. The physician's tablet data was received and reviewed by the manufacturer. The disparity between the battery voltage and consumption values indicates that the generator exhibits the same failure mechanism identified in the internal investigation for premature battery depletion events: contaminants on the edge of the printed circuit board assembly, or pcba. Follow up with the company representative revealed that the patient's generator battery was in the 5-11% range. The patient was referred for vns replacement surgery. No relevant surgical intervention is known to have been performed to date. No additional relevant information has been received to date.